Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A limitorr volume limiting evd 20 ml was involved in a complaint during a procedure. The complaint was described as follows: the lumbar drain with the limitorr was placed for continuous drainage for a normal pressure hydrocephalus workup. The limitorr drained into the burrette, but did not drain into the bag. Eventually, the limitorr was changed to another limitorr unit which drained properly. It is unk whether the pt incurred an injury as a result of this event.